Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a gauze sponge. The customer reports that during a surgical procedure on an open wound, the sponge fell apart in the wound. The customer further reports, that the frayed sponge particles were removed immediately with no ill effect to the pt.

Manufacturer narrative:
Submit date: (B)(4) 2013. An investigation is currently underway. Upon completion, the results will be forwarded.